Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned their dressing is completely saturated. They received the go ahead from their healthcare provider (hcp) to have their spouse change the dressing, but the cord was snipped during the changing. Three days later, patient mentioned they went in to have their bandages changed as they were soaking wet, but the cord was accidentally cut. The patient noted they were doing very well and urinating with the device, but they are voiding less and less after the cord cut; they believe they are retaining urine. The patient noted they are going onto full implant. No further patient complications have been reported as a result of this event.